Event description:
During a laparoscopic sigma procedure, there was leakage and a torn gasket. Another like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received and visual examination it was concluded that device (a) had the iris torn. The sleeve was also noted noted to be torn but fully attached to the flex ring making the instrument non functional. The device was discolored and wth a 7/8" tear located on the outside edge of the lower ring. Fray marks where noted on the tear area. This appears to be the origination point. Device (b) was received with dry body fluids all over and was noted to have the sleeve torn making the instrument non-functional. The device was received with a cut in an irregular shape on the flexure of the sleeve with lower ring. No conclusion could be reached as to how the damage occurred.